Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device did not open and did not close. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, shortly after using the device, there was a faulty opening and closing of the tip. The device was used again after confirmation by the surgeon, however, the same phenomenon was observed and thus the device was replaced. This phenomenon occurred after using the knife lever. The jaws were opened only to half open. There was no patient injury.